Event description:
It was reported that the left ventricular lead had a history of loss of capture and was programmed off. Fluoroscopy revealed the led was dislodged. The lead was capped on (B)(6) 2017 during a pulse generator change. The patient was fine after the procedure.